Event description:
A customer in the united states notified biomérieux of a qcv detected failure in association with the mini vidas blue 110/220v (ref 99737, serial (B)(4)). The customer indicated that the instrument failed in section b position 3 with a tv1 value lower than expected. The customer performed a retrospective analysis on all samples tested in position b3 from (B)(6) 2019 (date of last correct qcv result) to (B)(6) 2019 (date of qcv failure). A total of seven (7) samples were run within that time frame and were repeated to determine if there was any impact to the results. Out of the seven samples, one sample tested for procalcitonin (pct) obtained discrepant results during the retrospective analysis. Initial: 0.28 (units not provided). Repeat: 6.11 (units not provided). The underestimated pct result (0.28) was reported to the physician on (B)(6) 2019 (morning) and the corrected pct result was reported to the physician on (B)(6) 2019 (afternoon). There is no indication or report from the laboratory that the initial incorrect result led to any adverse event related to the patient's state of health. A field service engineer visited the customer site and replaced the section b pump assembly. After the repair, the instrument performed as intended. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following a customer notification of obtaining a falsely underestimated procalcitonin (pct) result in association with mini vidas® blue 110/220v (ref (B)(4), serial (B)(6)) following a qcv-detected failure. In response to the customer complaint, biomerieux dispatched a local field service engineer (fse). However, the fse did not perform any additional qcv tests as the customer decided to replace the pump. The fse determined that the customer's tests were sufficient to conclude that in position b3, the value tv1 was lower than expected. After the pump installation, the fse aligned the instrument then performed a leak test and qcv test. Both tests passed, and the instrument was qualified for use. Root cause: the probable reason for the qcv failure is a pump assembly failure. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis.the system is now operating per manufacturing specifications.